Event description:
It was initially reported by arjohuntleigh representative: that new delivered alenti was equipped with new safety wipe belts (item (B)(4)) which loosen its grip. The problem is due to a lack of grasp, hold, a structural failure. No patient or injury involved. Please refer MFR report # 9611530-2013-00167.